Event description:
It was reported that the pt was brought to ir with an occluded native fistula. The ptd was used to declot the fistula with the wire, which was being used to navigate the fistula towards the venous anastomosis. With the catheter advanced down the guidewire, the clinician began the procedure. Due to the intense amount of thrombus, the device was used for an extended amount of time while it was slowly pulled back through the fistula. This was performed several times until a "changed" was felt and a different sound was heard. An x-ray revealed the device separated into 3 pieces, including the main catheter body, metal wires from the fragmentation basket, and the rubber tip of the catheter. It was noted the catheter was removed without incident; however, the metal wires of the basket and the tip of the catheter were retrieved with a snare. There were no reported pt complications. Follow-up report will be filed when eval is complete.